Event description:
Patient had a kyphoplasty, which is off-label use, in 2005. Patient's indication was spinal compression fracture to t11, t12, l1, and l2. Surgeon injected 4 units of miig x3 and patent died 3 hours after surgery. No information on other products used during the procedure. The patient's condition was very bad during the procedure. The hospital/doctor says that it is unlikely that miig x3 is related.